Event description:
Reported via (B)(4). It was reported that a balloon rupture and shaft detachment occurred. A rotoblator burr would not advance into lesion. The product was removed and the burr was replaced with a new one but were unable to attach it to the advancer so replaced that also. The replacement equipment worked fine. Quantum balloon was inflated then lost pressure due to a burst in the shaft of the balloon. Upon removal of balloon the shaft of the balloon sheared off leaving the balloon and part of the shaft in the guide catheter. The balloon was retrieved and removed with the guide catheter and guide wire. No harm to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).